Event description:
It was reported that during device change out, the chronic lead was tested with the old device and all measurements were normal. When the lead was tested with the system analyzer, high pacing lead impedance and an increase in threshold were observed. The physician then connected the lead to the new device and the impedance and threshold anomalies remained. The physician elected to continue to use the lead. No adverse consequences were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the pacing lead impedance continued to increase to an out of range measurement. Threshold and sensing were normal. Physician elects to monitor the lead.